Event description:
A pt was treated into the nasolabial folds and oral commissures on 19 august 1997. There was immediate blanching at the left nasolabial fold treatment site. Subsequently, the pt alleged she developed throbbing pain at the treated area, and had intermittent redness and hotness under the eye sockets and lip dropping. She took motrin without medical instruction to do so to ease the discomfort at nignt. On 21 august 1997, the pt reported no further white discoloration since the treatment, but had some bruising and swelling. On 22 august 1997, the pt was seen by the injecting physician with redness from the left nasolabial fold to the cheek, mild ecchymosis, with no sloughing, drainage or necrosis. The pt did not mention a complaint of hotness under the eye sockets. He did not observe redness around the eye sockets or drooping of the lip. He believed that the hotness and redness under the eye sockets was probably related to the local symptoms at the treatment sites, but he did not observe these symptoms while she was in the office. The physician diagnosed reactive cellulitis and did not prescribe any medical or surgical intervention. He instructed the pt to apply bacitracin to the area if sloughing occurred. On 12 january 1998, a consulting physician reported that the pt had developed a skin slough at the left nasolabial fold resulting from the collagen treatment. He instructed the pt to apply silastic gel sheeting and topical silicone gel. Over a period of months the symptoms markedly improved and on 17 december 1997 had healed quite nicely. There was still some erythema around the area which was resolving in nature. He was concerned that after the erythema resolved there might be an area of hypopigmentation. There was a very subtle contour depression present; on 17 dec 1997, 1cc zyderm 1 was used to treat this deficit and the surrounding area, and the pt rec'd a satisfactory result. He believed minimal, if any, surgical intervention would be required. On 20 april 1998, the consulting physician reported that his diagnosis was necrosis. The pt was seen in early 04/1998. The involved left nasolabial fold treatment site had a subtle depression and hypopigmentation. He instructed the pt to massage the area for the next year and did not plan any surgical scar revision of the area.